Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The field service engineer (fse) investigated the event and identified a bent reagent probe as the root cause. The fse instructed the customer to replace this part. The fse adjusted the gear pump pressure, verified the correct cuvette fluid levels and probe rinse levels, and performed successful air purges, mechanical and precision checks. The investigation determined that the bent reagent probe caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The cobas 8000 cobas c 701 module serial number is (B)(6). The investigation is ongoing.

Event description:
We received an allegation of questionable creatinine plus ver.2 assay results for 50 patient samples tested on the cobas 8000 cobas c 701 module. One patient sample with discrepant results was provided: the initial result from the module is 0.74 mg/dl. The repeat result from another module is 1.08 mg/dl. Negative results from other patient samples prompted the rerun. The repeat result was deemed correct.